Manufacturer narrative:
Product analysis: the device is not expected for return, therefore no product analysis can be performed. Conclusion: vascular access complications are highly dependent on patient anatomy, user technique, and peripheral devices, particularly closure devices. Vascular access-related complications are a known risk of the procedure per the evolut r instructions for use. Following the surgical repair, no further adverse patient effects were reported.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, two non-medtronic closure devices were used and right femoral pressure was held to the access site for over 60 minutes. The pedal pressures were lost and the right groin began to bleed due to an arterial perforation. Bilateral groin surgical exploration was performed. There was a left external artery occlusion. Subsequently, the patient became hypotensive and the arterial bleeding and thrombus were repaired by placing an interposition graft in the left external iliac artery. Blood products were administered. No further adverse patient effects were reported.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve through the right femoral artery, two non-medtronic closure devices were used and bilateral manual pressures were held for over 60 minutes. The pedal pressures were lost and the right groin began to bleed due to an arterial perforation. Bilateral groin exploration was performed. There was a left external artery occlusion. Subsequently, the patient became hypotensive and the left external iliac artery was repaired with an interposition graft in the left external iliac artery. 15 units of packed red blood cells (prbcs), 12 units of fresh frozen plasma (ffp), and 2 units of platelets were transfused. No further adverse patient effects were reported. Additional information was reported that upon removal of the femoral sheath, continued bleeding was noted in the right femoral region. Subsequently, two sutures were used to close the right femoral artery. No further adverse patient effects were reported. Additional information was received that following the valve implant procedure, the patient's liver enzymes were elevated. Immediately following the valve implant procedure, the alanine transaminase (alt) was 148 u/l and the aspartate aminotransferase (ast) was 202 u/l. The liver enzymes reached the highest values two days post-implant; alt was 1559 u/l and ast was >200 u/l. Twelve days post-implant, the liver enzymes showed continued improvement; alt was 72 u/l and ast was 47 u/l. In addition, the total bilirubin was elevated starting post-operative day three. The physician reviewed the transthoracic echocardiogram and noted the elevated liver enzymes were related to the valve implant procedure and was not concerned; no treatment was provided. Twenty days following valve implant, the patient presented for vascular consultation related to a history of drainage, dehiscence, and infection at an incision site located in the left lower quadrant. Vascular consultation noted the presentation was "not entirely surprising given habitus, location, etc." ... "Seems superficial". Drainage from the surgical wound was obtained and tested; results were positive for methicillin-resistant staphylococcus aureus. The patientwas treated with antibiotics via intravenous therapy. At discharge, the admitting physician noted the surgical wound was intact and considered resolved. The patient was discharged to home with additional antibiotic medication and home health care assistance to provide continued wound care. The elevated liver enzymes were reported to be back to baseline levels approximately four and a half months post-valve implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: cooncomitantproduct ID ls-enveor-2629-c; product lot/serial number (B)(6); product type: compression loading system; product ID evolutr-29-c; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2016; explant date na product ID proglide; product lot/serial number unknown product type: vascular closure device;product ID proglide; product lot/serial number unknown product type: vascular closure device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.